Event description:
It was reported, "during surgery, it was found that the dall miles single sided tensioner could not give tension to the cable, thus the surgeon pulled the cable with an instrument (kocher) and managed to give tension. The cable was needed for a single place, therefore, it was no impact to the rest of the procedure."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.